Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. (B)(4) was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Multiple organ failures/dysfunction, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to multi-organ failure.